Event description:
Bipolar impedances were greater than 4000 ohms on all or some of the electrode pairs. No patient symptoms were reported. No device troubleshooting was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.